Manufacturer narrative:
Concomitant products: w1dr01 ipg implanted on (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited intermittent capture at maximum output and it was confirmed via fluoroscopy that there was a fracture. Diagnostic testing/troubleshooting was performed. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.